Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified and mildly tortuous left main coronary trunk (lmt) to left anterior descending artery (lad). A 10mm x 3.00mm wolverine coronary cutting balloon was advanced to dilate the target lesion and on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.